Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that (8) screws broke during surgery. The problem was resolved by using another low profile neuro (lpn) screw of different size. Surgery was delayed 15 minutes, however, patient is well. This report is 2 of 8 for (B)(4).

Manufacturer narrative:
Device was not implanted nor explanted.subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The review of the device history record showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted. The report indicates that the: eight screws / screw pieces were supplied with these complaints. None of these were positively associated with a given complaint. Every effort will be made to relate the proper screw with a given part number when possible. Screws will be placed in individual bags and arbitrarily assigned a number. This complaint is assigned to screw # 2. The drive is in good condition. The head is in good condition, although some biomaterial remains in two places on top of the head. The threads are also in good condition. The tip is missing. The remaining length of 2.66mm suggests that this may have been a 400.833, dispositions are confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.